Manufacturer narrative:
H10: the lot numbers for all (B)(4) malfunctions were not provided. The devices were not returned for all (B)(4) malfunctions. The investigation for the other (B)(4) reported malfunctions is inconclusive as no devices were returned. One medical image and two electronic photos were provided for one of the malfunctions and confirmed catheter fracture. One malfunction was reassessed and FDA device code and trending device code (2292 - damaged/defective catheter ) were updated. A root cause could not be determined. The device is labeled for single use. H10:g4 h11: b5, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. The information reviewed indicated that the unknown implantable port allegedly experienced a fluid leak. This report was received from various sources. Of the four malfunctions, three involved patients with no patient consequences. One device was used in a female patient, 159lbs. The second device was used in a 58 year old female patient, 196 lbs. Age, weight, and gender were not provided for the other two patients.

Manufacturer narrative:
The lot numbers for all 4 malfunctions were not provided. The devices were not returned for all 4 malfunctions. 1 medical image and two electronic photos were provided for 1 of the malfunctions. The company is still investigating the issue at this time. The investigation for the other 3 reported malfunctions is inconclusive as no devices were returned. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. The information reviewed indicated that the unknown implantable port allegedly experienced a fluid leak. This report was received from various sources. Of the four events, three involved patients with no patient consequences. One device was used in a female patient, (B)(6) lbs. The second device was used in a (B)(6) year old female patient, (B)(6) lbs. Age, weight, and gender were not provided for the other two patients.